Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a4, b4, b5, g3, g6, h1, h2, h3, h6, h10, and h11. Complaint conclusion: as reported, during deployment of a 5 mm x 150 mm smart flex vascular self-expanding stent (ses) delivery system, the stent could not be fully released in the patient and could only be released halfway. The delivery system was removed from the patient with the unreleased stent; however, there was difficulty removing the device. A second 5 mm x 150 mm smart flex ses delivery system was then used. There was difficulty tracking across the lesion due to severe calcification and tortuosity; however, the delivery system was able to cross the lesion. When attempting to deploy the stent, the stent could not fully deploy and was also released only half-way. Additionally, there was difficulty removing the second smart flex delivery system and the device was slowly withdrawn. Upon removal, there was an obvious bend on the delivery system. A third 5 mm x 150 mm smart flex ses delivery system was successfully used as a replacement and released normally. There were no reported injuries to the patient. This was during a lower extremity artery stent placement procedure to treat a 70% stenosed femoral-popliteal artery lesion. The devices were stored and prepped per the instructions for use (IFU). There was no damage to either device packaging prior to use. The delivery systems were advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Both smart sds were held flat and straight outside of the patient during attempted deployment, and the user maintained a fixed inner shaft position during deployment. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿stent delivery system (sds) deployment difficulty partial deployment and stent delivery system (sds) withdrawal difficulty from vessel ¿ could not be evaluated since the devices were not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. If the stent was partially deployed, this may have led to the difficulty in removing the device from the vessel. According to the IFU, after removing the locking pin, deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly oppose the vessel wall. With the distal stent markers and the distal end of the stent opposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly oppose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Once the stent is partially deployed, it cannot be recaptured. No attempt should be made to recapture the stent. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, during deployment of a 5 mm x 150 mm smart flex vascular self-expanding stent (ses) delivery system, the stent could not be fully released in the patient and could only be released halfway. The delivery system was removed from the patient with the unreleased stent; however, there was difficulty removing the device. A second 5 mm x 150 mm smart flex ses delivery system was then used. There was difficulty tracking across the lesion due to severe calcification and tortuosity; however, the delivery system was able to cross the lesion. When attempting to deploy the stent, the stent could not fully deploy and was also released only half-way. Additionally, there was difficulty removing the second smart flex delivery system and the device was slowly withdrawn. Upon removal, there was an obvious bend on the delivery system. A third 5 mm x 150 mm smart flex ses delivery system was successfully used as a replacement and released normally. There were no reported injuries to the patient. This was during a lower extremity artery stent placement procedure to treat a 70% stenosed femoral-popliteal artery lesion. The devices were stored and prepped per the instructions for use (IFU). There was no damage to either device packaging prior to use. The delivery systems were advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. Both smart sds were held flat and straight outside of the patient during attempted deployment, and the user maintained a fixed inner shaft position during deployment. The devices were discarded and will not be returned.

Manufacturer narrative:
The lot number is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery systems were used consecutively; however, both stents could not be fully released in the body. The stents could only be released half-way. A third unknown stent was used as a replacement and released normally. There were no reported injuries to the patient. This was during a lower extremity artery stent placement procedure. Additional information was requested but was not provided. The devices were discarded and will not be returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, h10, and h11. Complaint conclusion: as reported, two 5mm x 150mm smart flex vascular self-expanding stent (ses) delivery systems were used consecutively; however, both stents could not be fully released in the body. The stents could only be released half-way. A third unknown stent was used as a replacement and released normally. There were no reported injuries to the patient. This was during a lower extremity artery stent placement procedure. Additional information was requested but was not provided. The products were not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿stent delivery system (sds) deployment difficulty partial deployment¿ could not be evaluated since the devices were not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. According to the IFU, after removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly oppose the vessel wall. With the distal stent markers and the distal end of the stent opposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly oppose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop. Once the stent is partially deployed, it cannot be recaptured. No attempt should be made to recapture the stent. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.